Manufacturer narrative:
Result: wrap spring unraveled on fowler clutch.

Event description:
It was reported by svc report that the fowler clutch was drifting. No pt involvement or adverse consequences were reported.